Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced defective mesh, bowel obstruction, adhesions, serosal tear, fluid collection, abscess, pain, infection, mental pain, emotional distress, disability, impairment, loss of enjoyment of life. Post-operative patient treatment included revision surgery, mesh revision, lysis of adhesions, fluid was aspirated and a drain was placed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced increased soft tissue density and soft tissue stranding, fibro-stenosis, chronic fecalization, elevated white blood cell count, ileus, decreased hemoglobin and hematocrit, yellowish drainage, severe protein calorie malnutrition, cellulitis, nausea, decreased appetite, abdominal pain, distention, diarrhea, emesis, granuloma, drainage, enterotomy, defective mesh, bowel obstruction, adhesions, serosal tear, fluid collection, abscess, pain, infection, mental pain, emotional distress, disability, impairment, loss of enjoyment of life. Post-operative patient treatment included CT scan, small bowel series with contrast, abdominal x-rays, interval midline laparotomy, antibiotic therapy, nasogastric tube decompression, IV fluids, pain medication, enterotomy repair, procedure for partial small bowel obstruction, mobilization of right colon including hepatic flexure, procedure for fluid collection, hospitalization, total parenteral nutrition, incision through mesh repaired with vicryl suture, revision surgery, mesh revision, lysis of adhesions, fluid was aspirated and a drain was placed.

Manufacturer narrative:
Additional info: a2 (date of birth), b2 (added hospitalization), d4 (expiration date, lot# , UDI#), h6 (patient codes, ime codes, ime e2402: "fecalization, elevated white blood cell count, ileus, decreased hemoglobin and hematocrit, protein calorie malnutrition, decreased appetite"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.